Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported the patient had a system explant in (B)(6) 2023 due to wound dehiscence and a portion of the pump that holds the medication had been shown to be broken. The patient had complained of pain. A new pump system had been implanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8578, lot #: hg23ymb11, implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type: catheter. Product ID: 8709 lot #: j11142r11, implanted: (B)(6) 2002, explanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.